Event description:
Information received, indicates the left head siderail will not stay in the upright position due to a broken tack weld at the latch block weldment.

Manufacturer narrative:
The technician replaced the left head siderail assembly to repair the bed.